Event description:
It was reported that the patient was "electrocuted when going through theft detectors". It was noted that this incident occurred 6 months prior to the report, and "since then, the patient had trouble with her patient programmer communicating with the implantable neurostimulator (ins)". It was noted that the patient "was not doing the high fiber thing like she should be" and it was "hard to say" if her symptoms were helped. It was noted that the device "had helped the patient's symptoms 10 to 30%". The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v667636, implanted: (B)(6) 2011, product type: lead. (B)(4).